Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to be hospitalized due to her blood glucose (bg) reading in the 20's mmol/l (360's mg/dl). At the hospital she was monitored for seizures, given fluids intravenously and treated her bg with manual injection of insulin. In addition, it was noted that there were changes made to basal rate, as a result of the event. The details of those changes were not indicated. They also gave her dilantin for seizures, ativan and percocet for pain.